Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not detect the reservoir and kept alarming an error. The blood glucose reading was unavailable. Explained alarm to customer and advised the customer to discontinue use of the insulin pump. Nothing further reported.